Event description:
This is a report of a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during peritoneal dialysis. The caregiver (cg) contacted baxter's service center and initially reported a se 2367 alarm. The baxter technical service representative (tsr) had the cg cycle the power on the hc and review the alarm log. The alarm log showed a se 2240 alarm had occurred during initial drain. The home patient (hp) was connected at the time of the se 2240 alarm. The cause of the alarm was not determined during troubleshooting by the tsr. The hp stated that they just left machine as it was and remained connected all night. He got off the machine in the morning and called the registered nurse (rn). The rn advised the hp to do a manual exchange. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.